Manufacturer narrative:
Exact date unknown, event occurred six month after implant procedure. Explanted date: six month after implant procedure.

Event description:
It was reported that the patient experienced rib pain. The physician believed that it was device related. The patients ipg was explanted and was fully recovered. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.